Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the software got corrupted. There was no reported patient involvement.

Manufacturer narrative:
Philips received a complaint on the heartstart mrx indicating that the device is not switching on. There was reportedly no patient involvement. A philips field service engineer evaluated the device onsite and it was determined that this was a malfunction of the processor pca. This part will be replaced, in conjunction with a software reload, once the installation software tool which is currently on back order becomes available. The device remains at the customer site. No further evaluation is warranted at this time.